Event description:
The hospital reported that a new power cord was test and found the power supply inside was bad.

Event description:
Malfunction occurred during procedure. New power supply was brought in and procedure completed successfully. No adverse events occurred to the patient.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).